Manufacturer narrative:
A ge representative evaluated the system and found the wrong workstation had been connected to the c-arm, causing the system software to be corrupted. System software was reloaded and the correct c-arm-workstation matchup made. The system operates as intended.

Event description:
The customer reported the system would not complete boot up. No patient injury was reported.